Manufacturer narrative:
The event of an elective system explant was reported to abbott. It was reported it was the patient¿s personal choice. The patient requested that they not be contacted. As such, no additional information was obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2; manufacturer: 1627487-2019-06574.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2; reference MFR report: 1627487-2019-06574. It was reported that the patient's device was explanted due to a personal choice. No additional information was provided. Patient declined further contact.